Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the sheath, they pressure injected the device and the patient heard a "pop." Upon removal of the device, they found the catheter had "split" at the distal end. The device was removed. The event occurred in the CT department and the insertion site was the ij. There was no second attempt at the procedure. There was no delay in treatment. No complications or death occurred to the patient.